Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that excel t-handle would not engage with reamer hudson attachment in c-stem tray.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was not returned to depuy synthes for evaluation. Photos were provided for review, however the photos only show part and lot number and no other observation pertaining to the nature of the reported event could be identified. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: excel t-handle depuy UK 2001-42 103692 would not engage with reamer hudson attachment in c-stem tray. The hudson attachment is loose. Surgery was not delayed - another t-handle was provided. This instrument is part of the hospitals consignment set. The instrument has been tagged and will be returned to warehouse by courier. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the device found signs of normal wear along the surface. Additionally, the pin located at hudson adapter section presents traces of corrosion along the pin and in the inner spring. A worldwide data base search of complaints found similar reports where it was recorded that a material change was implemented in the year 2000 to change the material of the handle from phenolic to radel indicating the complaint sample is over 23 years old. The device exhibits damage consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was performed, the hudson end collar had free movement and did not have a tight fit to assemble to the reamer. The corroded condition of the spring could have contributed to the functional issues reported. The overall complaint was confirmed as the observed condition of the excel t-handle would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. D4 (lot), h3 and h4. Removed the lot number and manufacturing date since they were incorrectly reported.